Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent messages during the load sequence. Customer's blood glucose level was 171 mg/dl. A new cartridge was successfully loaded, and customer resumed insulin therapy. Although requested by tandem technical support, the customer declined to perform further troubleshooting.